Event description:
Rec'd info the pt developed high impedances about one month after implant. Impedances were >4000 ohms on all or some unipolar pairs. The MFR's rep was in the process of reprogramming to try and recapture therapeutic stimulation. It was indicated the physician always tests impedances before closing and at the first f/u visit and there were no known issues at those times. Add'l info has been requested and if rec'd, a f/u report will be sent.

Manufacturer narrative:
(B)(4).